Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is suboptimal initial placement of an implant.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient later complained of a recurrence of pain. The surgeon believed that the most caudal positioned (third) implant may have been loose. In (B)(6) 2017, the surgeon performed a revision surgery where he placed a new implant of the same type in a more caudal position and then removed the initial third implant. The status of the patient following the revision procedure is not known.